Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error code 402:317:970:0000 recurring was confirmed and reproduced during product evaluation. The root cause was not identified. However, the user interface module printed circuit board and the main batteries were replaced as a precaution. This is involving a pump with software version 8.11.00 which is categorized as a colleague p1.7. A service history review revealed that this device has not been serviced prior to this event. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
The facility representative reported a colleague infusion pump with failure code 402:317:970:0000. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.